Event description:
Healthcare professional reported suspected paradoxical hyperplasia (ph) on the outer thigh areas with a curve 120 applicator, curve 150 applicator, and surface 150 applicator for a coolsculpting elite system post treatment, following treatments performed on (B)(6) 2026. Later, the healthcare professional reported "thermal to both hips" with two surface 150 applicators, and the patient was re-treated on the next day with two curve 150 applicators, "hard bulging pocket to outer hip", and that the "fat pocket has seemed to be enlarged even more after third round of treatment".

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.